Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that occlusion alarms occurred. Customer changed the pump supplies to address the issue. Customer experienced a blood glucose (bg) level of 500-615 mg/dl with high ketone levels. Ketone levels were identified as dangerous by their health care provider. Customer addressed the elevated bg with a bolus via the pump. The customer went to the emergency room. Bg was treated with intravenous fluids of insulin and saline. Multiple follow attempts were made by tandem customer technical support (cts) to acquire release date, however, no response was received by the customer. Additionally, it was reported that a cartridge alarm 05 occurred. Reportedly, the customer had followed the prompts during the load sequence. The customer successfully loaded a new cartridge to address the issue.